Manufacturer narrative:
(B)(6). Section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr416 optiflow junior 2 nasal cannula was detached from the cannula. It was reported that three units were affected. The healthcare facility further reported that in two cannulas, the patients may have pulled on the tubing. The healthcare facility reported that the cannulas were replaced with no reported patient consequences.